Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the mildly calcified mid to distal left anterior descending (lad) artery. After a guide catheter was placed, a guide wire was advanced to cross the lesion. Subsequently, a 2.50mm x 15mm maverick²¿ balloon catheter was advanced to dilate the lesion. During preparation, when the balloon was flushed with a heparinized saline, the balloon catheter shaft separated. The procedure was completed with another 2.50mm x 15mm maverick²¿ balloon catheter and a 3.0x38 promus premier stent was implanted. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device lot number corrected from 17846240 to 17835243. Device manufactured date corrected from 04/01/2015 to 03/28/2015. Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter with no other devices. The balloon was tightly folded. The hypotube was completely separated 58cm from the tip. The hypotube fracture surface were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the mildly calcified mid to distal left anterior descending (lad) artery. After a guide catheter was placed, a guide wire was advanced to cross the lesion. Subsequently, a 2.50mm x 15mm maverick²¿ balloon catheter was advanced to dilate the lesion. During preparation, when the balloon was flushed with a heparinized saline, the balloon catheter shaft separated. The procedure was completed with another 2.50mm x 15mm maverick²¿ balloon catheter and a 3.0x38 promus premier stent was implanted. No patient complications were reported and the patient's status was stable.